Event description:
It was reported that during an unknown procedure the pouch was inserted into the trocar, opened and the specimen was placed into it. When closing the pouch the surgeon noticed one metal arm had fallen off the device into the patient. The metal arm was removed through the trocar. It was then noticed that the second metal arm had also fallen off. The shaft of the pouch was broken purposefully in order to look inside the pouch for the second metal arm. The second metal arm was found on the floor. The case was completed at this point. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Missing support arm pin. The pouch device was received with the support arms detached from the push pull rod. Additionally the introducer tube was returned broken in two pieces. During evaluation the support arm pin was noted to be missing, leading the support arms got detached from the push pull rod. Upon visual inspection of the push pull rod at the pin area it was found an indentation mark that suggests passed through the operation but the pin was not inserted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.